Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. An external/internal inspection was performed and the device passed. The returned hc has received a functional and electrical evaluation. The hc passed the returned instrument testing evaluation that was performed. The event was identified during the review of the event history logs. The cause was determined to be a use error of setting the tidal total ultra filtration (uf) removal too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 04:21:26. During night drain cycle 3, the patient's ultrafiltration reading was 1844ml, indicating the home patient (hp) drained 1484ml more than their maximum programmed fill volume of 2400ml. No additional information is available.